Event description:
This is filed to report a leak in the steerable guide catheter during preparation. It was reported that during preparation for a mitraclip procedure the steerable guide catheter could not hold fluid column. A replacement device was used to complete the procedure without issue. There was no patient involved with the issue and there was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.na.